Event description:
Device malfunction: filter basket recovery issue. Time of malfunction: during procedure in 2006. Symptoms/ae: none. It was reported that after a stenting of the ric, the rx accunet recovery system was unable to advance. This was because the rc1 recovery catheter caught on the stent struts. The recovery catheter was not defective per the physician and the device did not malfunction, but did not perform as expected. The filter basket was retrieved using a 0.035 sheath introducer. No add'l info was available. Study event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.